Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: customer partakes in neqas scheme for blood cultures. In the latest round they failed to grow a coagulase negative s.lugdunesis after 5 days incubation in an anaerobic bottle but other sites using the same method did. However they did isolate it from an aerobic bottle.

Manufacturer narrative:
This MDR was found to have been submitted in error. The false result occurred during a proficiency test which. A false result during a proficiency test is not likely to result in serious injury and is therefore not a reportable event. The original MDR should be considered cancelled.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer partakes in neqas scheme for blood cultures. In the latest round they failed to grow a coagulase negative slugdunesis after 5 days incubation in an anaerobic bottle but other sites using the same method did. However they did isolate it from an aerobic bottle.".

Manufacturer narrative:
H6: investigation summary: catalog 442021, batch no. 0301012. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Quality control certificates list test organism, including atcc¿ culture specified in the clsi standard m22, quality control for commercially prepared microbiological culture media. No corrective actions were required.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer partakes in neqas scheme for blood cultures. In the latest round they failed to grow a coagulase negative s.lugdunesis after 5 days incubation in an anaerobic bottle but other sites using the same method did. However they did isolate it from an aerobic bottle."